Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the xenon lamp failed to light up due to faulty converter and igniter. In addition, the front part of the top cover was rusty and the paint was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the visera elite xenon light source lamp is malfunctioning. The main lamp did not light up. The event occurred during a diagnostic bile duct exploration procedure. A similar device was used to finish the procedure with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the lamp light-up defect was observed (the main lamp failed to light up, but the spare lamp could work normally). It was found that the converter (dp146700) was faulty and, as a result, the xenon lamp could not light up. The converter (dp146700) was replaced with a new one and it powered the device on. It was determined that xenon lamp sometimes would not light up indicating that igniter npfus190 (ru209500) was also faulty. The cause of the converter and igniter failure could not be estimated. Other device findings identified: during the inspection, it was found that the front part of the top cover was rusty and paint peeled off. Olympus will continue to monitor field performance for this device.